Manufacturer narrative:
Reference: (B)(4).

Event description:
It was reported that about 4 days after starting npwt utilizing a pico 7, it was noticed the pump was not working. It is unknown if the indicator lamps were illuminated. The batteries were exchanged, but the problem was not solved. The treatment was continued with a backup pump. No patient harm. No delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
We have now concluded our investigation into the complaint reported. The device intended to be used in treatment has been returned and evaluated, establishing a relationship with the reported event. A visual inspection reported no visual issues. When fresh batteries were inserted, all indicator lamps were solidly illuminated and the device did not function. Device performance data showed that the device had ran for over 7 days, with the root cause identified it had reached its 7 days end of life. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.